Event description:
The user reported that the syringe to manifold connection was allowing air to be pulled into the system during a cardiac procedure. The device was exchanged. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device is not expected to be returned for eval. The device history record was reviewed and no exception documents were identified. The complaint database was reviewed and no similar complaints for this lot number were identified. Merit is unable to determine a root cause w/o the actual device.